Event description:
It was reported that device hardware reset occurred during a vt ablation. A successful download was completed. Device was reprogrammed and functioned normally afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.